Event description:
It was reported that the needles were popping off prematurely, the suture was curling up and having more memory then normal. This has happened multiple times with this lot number.

Manufacturer narrative:
Qn#(B)(4). Sample as received, 1 ea sample of product code d-7016m4k lot 74l1803345 was received on a ziploc bag with a disinfection tag. Product configuration is needle-needle (2n) during the visual inspection, the holder was detected with a brownish tone stain. Also , std pack of the holder is 4 sutures (pcs) per holder only one suture was received. No curling or memory in the suture were detected. Needle attachment test were performed on both end of the sutures, both attachment test passed. IFU precautions states the following (statement below is an extract of the IFU): precautions in handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. Adequate knot security requires the accepted surgical technique of flat, square ties, with additional throws as warranted by surgical circumstance and the experience of the surgeon. The use of additional throws may be particularly appropriate when knotting monofilaments. The surgeon should employ appropriate suturing techniques according to their judgement and the standard of care to avoid suture erosion. Users should exercise caution when handling surgical needles to avoid inadvertent needle sticks. Since no problem were found to the sample received a corrective action cannot be implemented. Customer complaint cannot be confirmed since the analysis performed in the sample received show that the suture was manufactured within the specifications of the product. No problem was found to the sample. Manufacturing personnel has been notified of this event for awareness.

Manufacturer narrative:
(B)(4). The device history review indicates no issues or discrepancies were found of product code d-7016m4k/batch 74l1803345 that can be related to the failure mode reported. An nc that is not related to the failure mode reported was issued. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the needles were popping off prematurely, the suture was curling up and having more memory then normal. This has happened multiple times with this lot number.